Manufacturer narrative:
The qc and calibration were passing on the day of the event. The alarm trace report contained alarms for an abnormal aspiration error, which is consistent with poor sample quality. A field service engineer (fse) determined that the cause was poor cuvette washing. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The creatinine plus ver.2 reagent lot number is 87513901, and the expiration date is 31-jan-2026. A field service engineer (fse) replaced the vacuum diaphragms, checked and adjusted the gear pump water pressure and rinse volumes, and checked the vacuum bottles for clogs. The fse performed a precision check that passed. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas 8000 cobas c 701 module for two patients. Patient 1's initial result was 1.12 mg/dl, and the repeat result was 4.79 mg/dl. The sample was repeated on another cobas c module, and the result was 4.85 mg/dl. The clinician questioned the initial result due to the previous values being much higher. The repeat results were deemed to be correct. Patient 2's initial result was 0.62 mg/dl, and the repeat result was 1.04 mg/dl. The initial result was repeated during a data check due to a previous result being questioned and showing a difference.